Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a power system error from the insulin pump. It was reported of a battery out limit from the insulin pump. The customer stated that the battery was replaced but the problem persisted. The customer stated that the other menus could not be used. The pump will come back for analysis but will not be replaced.